Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient controller displayed "replace generator soon" message. . Follow-up revealed reprogramming resolved the issue at this time

Manufacturer narrative:
Corrected data: applicable advisory notice number was inadvertently omitted from the initial report.the device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.